Manufacturer narrative:
No new information was provided. This report was generated an error and due to system limitations, this report needs to be submitted in order to close the complaint.

Manufacturer narrative:
UDI#: (B)(4). During use of the mynx control vascular closure device (vcd), the balloon did not inflate to full pressure when the physician tried to close the arteriotomy after the diagnostic peripheral procedure. Additional information was received that a leak was detected in the balloon during failure analysis. There was no patient injury and the patient was not hospitalized or had their hospitalization extended. Manual compression was used less than thirty minutes to achieve hemostasis. The user tested the balloon prior to insertion to appropriate size. The user shuttle down completely and there was significant resistance when shuttling down. The vessel size is 6mm. A competitor's 5f sheath was used and unusual force was not applied when retracting sheath. The stick location was medium. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the sealant remained in the manufactured position. The introducer sheath was not returned with the device. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon proximal neck. A product history record (phr) review of lot f1914901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿mynx control balloon loss of pressure¿ was confirmed through analysis of the returned device, which also confirms the original inflation issue the customer experienced. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (although not reported) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
During use of the mynx control vascular closure device (vcd), the balloon did not inflate to full pressure when the physician tried to close the arteriotomy after the diagnostic peripheral procedure. Additional information was received and a leak was detected in the balloon during failure analysis. There was no patient injury and the patient was not hospitalized or had their hospitalization extended. Manual compression was used less than thirty minutes to achieve hemostasis. The user tested the balloon prior to insertion to appropriate size. The user shuttle down completely and there was significant resistance when shuttling down. The vessel size is 6mm. A competitor's 5f sheath was used and unusual force was not applied when retracting sheath. The stick location was medium.